Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a bi-lateral tumor resection, the navigation system shut down when the navigation system made contact with an operating room (or) light. The navigation system was reported to have been unplugged when the reported issue occurred. Once the plug was re-inserted, the system powered on. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.